Event description:
The customer reported that she was experiencing high bg levels (345-376mg/dl) and had changed to a new pod. Despite the application of the new device, her high bg levels persisted. She reported that the new pod had "deployed the cannula late"; the cannula only deployed after the pod was removed. The pod will be returned for evaluation.

Manufacturer narrative:
The customer stated that the cannula had deployed late from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure that the cannula is seated properly. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and would have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.